Event description:
A pump alarm was heard. The patient had no symptoms, but was nervous because of the alarm. Telemetry confirmed a critical alarm was occurring: "reset occurred - low battery." There was a stall and there had been multiple low battery resets. The pump went into safe state on (B)(6) 2012. The pump was replaced. The patient never went through withdrawal because he had supplemental oral pain meds. The pump was delivering fentanyl and bupivacaine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information was received. It was reported that the pump was prophylactically removed to avoid in-vivo battery depletion as there was a premature battery replacement indication. It was noted that the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l64778, implanted: (B)(6) 1999. Product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump motor revealed a feedthru anomaly.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.